Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, investigation conclusions). Corrected field: h6(health effect ¿ clinical code). Additional contact details: event site state: (B)(6). It was reported that during use the cs300 intra aortic balloon pump (iabp) had automatic black screen shutdown. The customer restarts the machine every three hours and continues to treat the patient. The hospital reported that the device automatically shut down with a black screen during use, which may cause personal injury. A getinge field service engineer (fse) inspected the equipment and found that the mainboard had abnormal power failure and needed to be replaced. Waiting for the customer to order accessories. On (B)(6) 2024, the customer gave up the repair.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) automatically shuts down with a black screen. The customer restarts the iabp every three hours to continue treatment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.